Manufacturer narrative:
The reported oad was received for analysis. Evaluation of the device revealed a driveshaft fracture on the distal side of the crown weld. Scanning electron microscopy analysis was performed and identified evidence of fatigue striations on the fractured faces of the driveshaft filars. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the exact cause of the fractured driveshaft could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Following a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device was found to be detached. The target lesions were located in the proximal and mid left anterior descending artery (lad). The proximal lesion was treating using four passes with the oad on low speed. The lesion in the mid lad was treated using six passes with the oad on low speed. The oad was removed from the patient, however the viperwire guide wire was difficult to remove. The wire was left in the patient, then balloon angioplasty was performed over the guide wire and multiple stents were placed. When the wire was removed, the tip of the oad was found to be detached and remained on the wire. All components of the device were removed without incident and the patient was stable following the procedure.